Event description:
According to customer, in 2003 an erroneously elevated accu tni result of 0.50 ng/ml was generated by an access instrument. The erroneously elevated result was not reported out of the lab. Customer retested the sample for acc tni on the same chemistry analyzer and the result was <0.03 ng/ml. The customer reran the sample to verify the repeated test result and the result was 0.16 ng/ml. Based on the discrepant results, the customer retested the sample for the time and the result was <0.03 ng.ml. The <0.03 ng/dl result was reported out of the lab. The lab did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.